Event description:
It was reported that the device was used during a pediatric tumor removal surgery. At a later date, a serious infection occurred. No additional information was obtainable regarding the treatment methods, patient's information, device status, or the patient's condition.